Event description:
It was reported that during implant, the right ventricular lead was unable to be positioned in the heart. The lead was not implanted. The patient was fine after the procedure.

Manufacturer narrative:
(B)(4).